Manufacturer narrative:
Additional information reported that the pvl prior to the post-implant bav was moderate. The bav reduced the pvl to mild. (B)(4). Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that one hour following the implant of the valve, heart failure occurred. Bradycardia followed by electromechanical dissociation was identified and there was no response to adrenaline. Bradycardia is a manifestation of conduction disturbances related to an abnormality of the heart¿s electrical system, which can disrupt heart rhythm. In the instructions for use (IFU), conduction disturbances are known potential adverse events associated with the implantation of evolut pro. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects and anatomical considerations. Bradycardia can also be an effect of certain medications or other pre-existing patient conditions. Transthoracic echocardiography (tte) showed that the valve appeared to be in proper location and there was no pericardial effusion. The cause of the bradycardia was unknown based on the information received. It was also reported that after the valve was implanted, moderate paravalvular leak (pvl) was present. Paravalvular leak could be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. A post-implant balloon aortic valvuloplasty (bav) was performed and it reduced the pvl to mild. A mild pvl has minimal impact on the patient and is generally deemed as an acceptable residual condition. The cause of the pvl could not be determined based on the information provided. According to the reported information, the post-implant bav, which expanded the valve in the patient¿s small anatomy, lead to a coronary obstruction. Coronary occlusion and obstruction are also listed as potential risks associated with the implantation of the valve in the device IFU, which may be attributed to procedural factors, such as valve positioning, sizing, and technique, and/or anatomical factors, such as location of coronaries with respect to the valve, and height of ostia. In this event, the patient was given forty minutes of cardiopulmonary resuscitation (CPR). The resuscitation attempt recovered electrical activity, but no myocardial contraction and the patient died. The cardiac arrest may have been attributable to the combination of the reported events and other predisposed factors. The cause of death was reported to be coronary obstruction and that the valve possibly caused the death. However, the physician could not provide a conclusive cause of the coronary obstruction without an autopsy. Based on the available information and no procedural imaging to review, the cause of the coronary obstruction cannot be conclusively confirmed or determined. Therefore, a relationship between the valve and patient death could also not be established. There was no indication of a potential manufacturing issue, device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that just following the placement of this transcatheter bioprosthetic valve, paravalvular leak (pvl) with an unknown severity occurred. A post-implant balloon aortic valvuloplasty (bav) was then performed to decrease the pvl. The severity of the pvl following the bav was unknown. One hour following the implant of the valve, heart failure occurred. Bradycardia followed by electromechanical dissociation was identified and no response was observed to the administration of adrenaline. Transesophageal echocardiogram (tee) showed that the valve appeared to have been in its proper location and no pericardial effusion was observed. Forty minutes of cardiopulmonary resuscitation (CPR) was administered. Electrical activity recovered, but the absence of myocardial contraction remained. The patient died the same day. No link had been established between the valve and the patient death. Per the family¿s refusal, no autopsy was to be performed. The cause of death was reported as coronary obstruction and it was possible that the valve caused the death, but the physician was not sure. The anatomy was noted to be small and it was possible that the expansion of the valve, following the post-implant bav caused the obstruction. Without an autopsy, the physician could not provide a conclusive cause of the coronary obstruction.